Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found no anomalies. Device evaluation identified that the case was damaged and the battery contacts were damaged, missing and corroded. New batteries were inserted the device was tested and the reported event was confirmed. The front overlay label easi ECG, rear overlay label, spo2 connector dust cap cover (single), ECG alignment plug (single), side port connector plug cover, interference foil shield, rear back case cover (white, and battery back door (white) were all replaced. The circuit boards were inspected. The device was set to factory default. The spo2 rate was set to continuous. The device was tested on a simulator and passed all required tests. The root cause was determined to bad battery contacts due to wear and tear. The battery contacts had begun to touch other contacts causing the batteries to short out and overheat. This type of reported event will continue to be monitored.

Event description:
Reportedly, post repair, the batteries were still overheating and the unit was getting hot. Additionally, low battery advisory. It is unknown if there was patient involvement; however, there was no report of patient harm. No additional information is available.